Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet and an inset 23" 6 mm infusion set, requiring multiple infusion set changes and temporary pausing of the ilet during manual insulin injections; the user reported blood glucose reduction only with subcutaneous insulin via pen and requested replacement infusion sets and a connector. Symptoms included hyperglycemia. Outcomes included the need for manual insulin administration. Investigation included troubleshooting and education with follow-up calls and collection of additional information from the user. Investigation of this case revealed no alerts or alarms from the device, and the cause of the hyperglycemia remained unclear, with potential infusion site or cannula issues not confirmed due to lack of inspection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.